Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.562" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to misuse, such as excess force applied to the instrument jaws. A review of the instrument logs for the fenestrated bipolar forceps instrument (471205-17/ n10210419-0083) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during an pancreaticoduodenectomy procedure performed via system serial# (B)(4). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument tips were broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was found in the sterile processing department (spd)/central processing. The reporter had no further information to provide.